Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2018 to remove a painful mass during which the surgeon noted the mass had the appearance of a balled up pieced of mesh and that the mass was likely the portion of mesh overlapping the pubic tubercle. It was reported that the patient experienced severe pain in her left groin. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 2/21/2021. Additional information: a2, d6b. Additional b5 narrative: it was reported that the patient underwent mesh removal surgery on (B)(6) 2018.